Event description:
It has been reported to philips that the equipment froze, and when the customer performed a warm restart, it would not start, causing an examination delay. There was no reported patient or user impact. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was delayed. A philips remote service engineer (rse) analyzed the system and confirmed that the equipment has frozen and will not restart at 0:00 after a warm restart. The issue was resolved by restarted after a forced exit. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.